Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that roughly 2-3 years ago they stopped being able to charge their internal stimulator and had it replaced. Patient mentioned they would be trying to charge their previous implant it would display charging excellent for an hour and the implant would not increment. Patient referenced being unable to charge their implant during a meeting with their neurosurgeon and the surgeon decided to replace the implant. Agent documented report. Patient mentioned they did not have a belt with their previous implant.